Manufacturer narrative:
Concomitant medical products: product ID 97745, serial# unknown, implanted: explanted: product type programmer, patient if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient reports that his amplitude randomly increased from ~2 to ~7 ma when laying in bed. Therapy also turned off and when patient went to turn it back on controller did not turn back on until resetting controller by removing li battery. Ts confirmed that patient does have adaptivestim enabled. However, amplitudes are set to ~4.3 ma using group c which patient finds sufficient for therapy. Ts reviewed that amplitude and therapy cannot change without a command from the controller or clinician programmer, outside of adaptivestim normal programming. Walked caller through retrieving mdt file. Ts advised patient to keep a log of therapy changes until mdt file can be looked at. Caller should also walk through adaptivestim settings. Email was sent to caller to reply back with mdt file and session report. Mdt file and session report have been received.

Manufacturer narrative:
Concomitant medical products: product ID 97745, serial# unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient reports that his amplitude randomly increased from ~2 to ~7 ma when laying in bed. Therapy also turned off and when patient went to turn it back on controller did not turn back on until resetting controller by removing li battery. Ts confirmed that patient does have adaptivestim enabled. However, amplitudes are set to ~4.3 ma using group c which patient finds sufficient for therapy. Ts reviewed that amplitude and therapy cannot change without a command from the controller or clinician programmer, outside of adaptivestim normal programming. Walked caller through retrieving mdt file. Ts advised patient to keep a log of therapy changes until mdt file can be looked at. Caller should also walk through adaptivestim settings. Email was sent to caller to reply back with mdt file and session report. Mdt file and session report have been received.

Event description:
Additional information received. Rep reported cause not determined. This patient is very educated and attuned to their stimulator and its settings. Rep reported they believe him when he suggests it ramped up on its own to 7.0 ma. Rep is going to formally configure as at a later date (to be determined) pt meeting in future to configure.

Manufacturer narrative:
Concomitant medical products: product ID 97745fa, lot#/serial# (B)(6) product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.